Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient's condition fluctuates with unstable blood pressure and marked generalized edema, requiring long-term intravenous administration of dopamine and furosemide. Following multiple punctures, superficial vein access deteriorated. On (B)(6) 2025, a PICC tubing was placed in the right upper limb. During use, the tubing remained securely fixed and patent. On the morning of (B)(6) 2025, during infusion, a catheter blockage was detected. Brief recanalization resulted in damaged tubing and leaking at the tubing connector. A PICC-specialized nurse was consulted. After unsuccessful recanalization attempts, the PICC line was removed. As the patient still required intravenous therapy for disease clearance, medical orders were given for reinsertion of a PICC line, which proceeded smoothly. Repeated punctures caused secondary trauma to the patient.